Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient's weight at the time of the motor stall was 144 pounds. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. The previously applied results code (B)(4) and conclusion code (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval conclusion code ¿ is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-may-22. It was further reported that the pump had "died" and the patient was scheduled for a pump replacement on (B)(6) 2017. Additionally, the rep indicated the patient was refilled on (B)(6) 2017. The patient was receiving fentanyl 3000 mcg/ml at 1450 mcg/day and compounded baclofen 500 mcg/ml at 241.68 mcg/day in simple continuous mode. The reason for device removal was motor stall and there was no patient injury. The patient recovered without sequela. It was noted a rotor and dye study were not performed. It was further clarified on (B)(6) 2017 a motor stall occurred. The rep believed on (B)(6) 2017 the patient saw error code 8476. The patient also contacted the doctor. Apparently, the patient did have some oral medications to help with withdrawal symptoms. The patient did see the doctor in the office on (B)(6) 2017 and placed the pump in minimum rate. The pump was replaced on (B)(6) 2017. The pump logs were provided examined (B)(6) 2017 (last change (B)(6) 2017) showed the motor stall occurred on 2(B)(6) 017 at 16:13 and recovered on (B)(6) 2017 at 18:34. The pump stalled again on (B)(6) 2017 at 04:54 and ¿stopped pump period may exceed tube set¿ on (B)(6) 2017 at 04:54. The stall recovered on (B)(6) 2017 at 13:07.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving fentanyl and compounded baclofen (doses and concentrations unknown) via an implanted infusion pump. The indications for use included malignant pain and spinal pain. It was reported that the patient's personal therapy manager (ptm) displayed error code 8476, indicative of a motor stall on (B)(6) 2017. The patient reportedly experienced pain, and was redirected to a healthcare provider.